Event description:
It was reported that 1 pen needle 31gx5mm needle was unable to deliver insulin/medication. The following information was provided by the initial reporter: the consumer reported that when the as winter insulin was replaced, there was no drug output during the injection.

Manufacturer narrative:
H6: investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Clog test was conducted on 7pcs retention samples and no needle clog fail found.

Manufacturer narrative:
A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 pen needle 31gx5mm needle was unable to deliver insulin/medication. The following information was provided by the initial reporter : the consumer reported that when the as winter insulin was replaced, there was no drug output during the injection.